Event description:
Additional information received reported that patient was functioning ¿great¿ with her first pump. The patient had pump revision in (B)(6) 2010. The patient had another surgery in (B)(6) 2010 or (B)(6) 2011 because the anchoring in the spine where the catheter went into the intrathecal space came loose. The pain in the abdomen had been ¿horrendous.¿ the patient had a procedure done on the date of this report, and the urologist did not find anything ¿abnormal¿ that could cause the ¿flare ups.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had undergone a revision in the (B)(6) of 2011 due to "catheter issues"; the neurosurgeon tunneled a new catheter in. Immediately after surgery the patient complained of terrible pain that seemed to track along the new tunnel location. It got better four to six weeks after surgery. The pain had returned a couple of months back and was described as "someone sticking a knife in the side, patient cannot bear clothing to touch her skin in the area". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk; catheter model: 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).